Event description:
It was reported one of the leads had migrated. X-rays confirmed the issue. In turn, the lead was repositioned on (B)(6) 2022 to address the issue. The investigation results were unable to determine which lead had the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113045.